Event description:
It was reported that during x-ray examination, this left ventricular (lv) lead was noticed to be dislodged. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.